Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient¿s nurse reported finding a fluid leak following the patient¿s treatment. The nurse reported that when they opened the cassette door they found fluid leaking inside the cassette door. The cause of the leak was unknown. The patient was given unspecified prophylactic medication following the event. Upon follow up with the patient¿s nurse, it was noted that the patient did not develop any symptoms or injury as a result of the event. The patient was advised to discontinue use of their cycler. The patient completed treatment with manual supplies until a new cycler was delivered. The patient has received their new cycler and is continuing with peritoneal dialysis therapy.

Manufacturer narrative:
Plant investigation: this is a report of a patient who discovered fluid inside their cassette door from their peritoneal dialysis therapy. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of physical damage. The device was subjected to a simulated treatment test which was completed without any failures or alarms. There were visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The mushroom head check passed. An interior inspection showed signs of dried fluid within the cassette compartment. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom heads and within the recess of the bottom cover adjacent to the pump. Additionally, there was visual evidence of fluid within pneumatic filter hp1. The hp1 filter was detached from the cycler and replaced. The cause of the observed dried fluid could not be determined. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A review of the DHR did not reveal a probable cause for the customer complaint.